Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens but the lens tore. The lens was cut out of the eye to remove, with no patient injury, no enlarged incision or sutures. The cartridge used has not been approved by the manufacturer for use with this model lens.

Manufacturer narrative:
Evaluation results - (other): a visual inspection of the returned product found the lens optic torn into pieces, with a piece torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusion - (other): based on the complaint history, work order search and the evaluation of the returned product, a possible root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for evaluation.